Event description:
Customer reports to have received a button error alarm. Customer reports that all buttons were unresponsive and it may be due to leaning on insulin pump. Customer's blood glucose was 125 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with cosmetic damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.